Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, the pump states 5.3 ml remaining, however no volume left in cassette. It was reported that the pump ran over 168 hours (102ml, rate = 0.6ml/hr) and approx. 8 hours fast over 168 hours. Reported that the pump did not alarm, and when the patient arrived at the facility, the cassette was empty and there were bubbles in the tubing. No patient injury reported.